Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced multiple ongoing occlusion alarms. The customer's blood glucose (bg) was "high" exact value was not provided. Customer addressed high bg by not eating. Customer reverted to manual injections for insulin therapy.